Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow-up information was received from the consumer reporting that the patient's stroke was not resolved and they have had 3 more strokes since; however the caller reported that none of the strokes were related to the device or therapy. No further patient complications have been reported as a result of this event.

Event description:
(B)(6) 2017. (B)(4). Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for parkinson¿s dual. It was reported the patient had a stroke in 2009 and they went into a nursing home. No further complications were reported as a result of this event.